Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The physician alleges that he was injured while making a dermatotomy to place an introducer sheath. He claimed the scalpel did not draw back when he pushed the button resulting in a cut to his thumb. The physician required a few sutures to close the laceration.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.